Manufacturer narrative:
(B) (4). This product has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inspect the device and packaging to verify that no damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook incorporated." The IFU also states: "do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith aaa endovascular graft components with the vasculature." Additionally, the integrity of this device is verified during the mfg process and again, prior to transport. The returned product was examined, it was confirmed that the sheath was kinked and the device was migrated within the delivery system. The tip of the device was also noted to be pinched, which is believed to have contributed to the damage to the pt's femoral artery. Considering the info provided and the results of the investigation, it is feasible to suggest that the noted damage is a result of rough handling during transport or possibly during processing at the customer's facility. We will continue to monitor for similar complaints.

Event description:
A (B) (6) male pt underwent aaa repair on (B) (6) 2010. The pt's anatomical form was suitable for aaa repair and access vessel had no problem. The procedure was performed under general anesthesia. When the physician was inserting the contralateral iliac leg, a resistance was felt at the left common femoral artery. So, the physician withdrew the delivery system out of the pt. He checked the device and found the sheath was dented and sheath edge was damaged. The device was also checked under a fluoroscopic control, and the physician found a gap (about 1 stent gap) between the dilator tip and loaded stent graft. The left common femoral artery was damaged as a result, so it was surgically sutured with 5-0 prolene suture. A new delivery system was used and the contralateral iliac leg was placed successfully. One main body and two iliac leg were placed. At a final angiography, a distal type I endoleak was confirmed on the ipsilateral iliac leg due to insufficient sealing. The physician additionally placed a iliac leg, then the endoleak was resolved. Medical device used for the additional procedure was handled as labeled. The pt's condition is good.